Event description:
Caller states, the pt tested 30 mg/dl and 404 mg/dl on the inform system while a lab drawn within 10 mins returned as 67 mg/dl. An additional result of 189 mg/dl was obtained on the inform system within 10 mins of the lab result. Pt was treated based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.